Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that the reported defect is observed. However, bd was not able to determine the cause of the failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that 1 syringe was discovered to have a white/fibrous particulate. Verbatim: rcc received a complaint via email. During visual inspection of lot #20260203-41e23d hydromophone, 1 syringe was discovered to have a white/fibrous particulate. Unit is available for return upon request. Three different syringe lot# were used in production therefore unsure of the exact lot # for this complaint. On 02/04/2026, (B)(4). 50ml sterile syringe tray, part # 309680, expiry: 07-31-2030, 05-31-2030, 10-31-2026. Lot # 5217945, 5170561, 1329033. Foreign particulate. White fibrous. 1.